Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient did not recharge their device as recommended. As a result, the patient may undergo surgical intervention to address the issue.